Manufacturer narrative:
Updated field(s): d4 lot#, d8, d9, h3, h4, h6, h11. Corrected field(s): d4 serial, d4 unique device identifier, d4, unique device identifier #1 d7a. Single use device, e1 firstname, this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation wherein the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use preloaded sphincterotome cutting wire snapped. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a similar device. There were no reports of patient harm